Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Dislodgement was confirmed through visualization during the procedure. There was no other clinical observation noted and the lead will not be returned for investigation as it was sent pathology. This lead was explanted. No adverse patient effects were reported.